Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. The reason for call was over the weekend patient noticed the communicator was not working. Patient states they can't charge it, control or turn implanted neurostimulator off. Patient can hear a clicking sound and something rattling inside the communicator. When communicator is plugged into the wall, the orange light is on but it is not charging and has been plugged in a few days. An email was sent to the repair department to replace the device. Additional information was received from the patient on 2026-jan-07. Agent received call from patient in regards to receiving the replacement tm90 and needing assistance pairing the replacement tm90. Agent had the caller exit out of current app and ensure they were using the micro my therapy app. After repositing the tm90 caller stated that a por message appeared stating that the ins needed to be charged. Caller stated that they just charged two days ago.